Manufacturer narrative:
Due to character limitations in e1 event site name - (B)(6), initial reporter - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use on a patient, the cs100 intra-aortic balloon pump (iabp) alarmed due to an autofill failure. There was no harm or injury reported.

Manufacturer narrative:
Updated field: b4; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusions, component code; h11. Corrected fields: g1 contact person ¿ mfg site. A getinge field service engineer (fse) found the suction pump head leaking. The hospital's medical equipment has to change the motor pump set from another machine to be able to use it first while waiting for the spare parts. The price of the 5000-hour kit has been offered. Pending approval. In future if we receive any repair information will reopen and update the investigation.